Event description:
During an unknown procedure the device malfunctioned. There was no consequence to the patient. 10/16/96 rep reported there is no additional information. Surgeon responded. He stated the clips scissored on several occasions. He did not feel there was excessive tissue in the jaws of the instrument. 10/28/96 nature of inquiry changed from did not work properly to malformed clips-scissored.